Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not cooling down in an arctic sun device. The chiller water return line was ok as the chiller pump might be ok. The chiller compressor might have problems. This unit was related with (B)(4). Per review of wo on 17apr2025, device was used on patient, no injury on the patient. Replaced another one arctic sun device. Per follow up information received via task on 18apr2025, the device would be sent to dymax, us. The issue was not resolved. Not yet repair. Per sample evaluation results received via task on 05aug2025, it was reported that the flow unable to be adjusted above 150 without the metering screw. Flow meter related issue (B)(4). And the unit trips breaker was confirmed. Unit tripped breaker during heating function test and power issue related to the chiller.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the reading of chiller temperature (t4) was not cooling down in an arctic sun device. The chiller water return line was ok as the chiller pump might be ok. The chiller compressor might have problems. This unit was related with (B)(4). Per review of wo on 17apr2025, device was used on patient, no injury on the patient. Replaced another one arctic sun device. Per follow up information received via task on 18apr2025, the device would be sent to dymax, us. The issue was not resolved. Not yet repair. Per sample evaluation results received via task on 05aug2025, it was reported that the flow unable to be adjusted above 150 without the metering screw. Flow meter related issue (B)(4). And the unit trips breaker was confirmed. Unit tripped breaker during heating function test and power issue related to the chiller.